Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure it was noted that there was a pericardial effusion that occurred. The procedure was completed and the closure device was successfully implanted in the laa of the patient. After the procedure was finished the physician drained fluid from the patient to treat their effusion. The patient is stable and doing fine following these event.